Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, air aspirated from the sideport. This occurred after inserting the sheath into the left atrium and before catheter insertion. Several attempts were made to aspirate the air, but it could not be completely removed. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.